Event description:
It was reported that the patient presented during clinical follow up. Upon investigation, it was noted that the atrial lead was found dislodged and resulted in sensing and capture anomalies. The reported lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition.